Manufacturer narrative:
A4: a6: unk. Claim #733989.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -10.5/1.0/170 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens. The problem was resolved. The cause of the event was reported as unknown.